Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of resistance felt during advancing the thumb advancer was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted in a common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, during advancing the thumb advancer, resistance was felt when splitting the sheath. Approximately, one third of the way from completing the sheath splitting the physician depressed the safety release button and removed the starclose se device. Hemostasis was achieved using manual arterial compression. A 6fr sheath was used. It was stated that the physician and the cath lab technician noted no "dimpling of the skin". After the starclose se device was removed from the anatomy, the device was manipulated by the physician and cath lab staff and during manipulation the "clip shot out of the distal end of the device" meaning "the clip deployed" during manipulation of the device on the prep table away from the patient. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. All significant available information has been received. No additional requests for information are needed.